Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was enrolled with the incorrect serial number in the remote monitoring network and shows up as registered at a different location. The patient was discontinued and enrolled with the correct serial number. The network remains in use. There was no patient involvement.

Manufacturer narrative:
Product event summary: the network was reviewed and found that there was a typo in a german hospital patient data which became visible in germany from a patient in the UK. The issue is due to a typo in carelink during a device enrollment. No patient safety issue involved. If information is provided in the future, a supplemental report will be issued.